Event description:
On (B)(6) 2013, it was reported that the menu button on the patient's infusion device was only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The buttons were tested successfully.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.